Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump while understanding to contact support if the issue reappeared.